Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 189 cm., body mass index (bmi) 36.1kg/m2 a review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) and provided the following conclusion: "the patient in this report had several complications including a liver abscess, a perirectal abscess, and a bowel motility issue which was initially thought to be an ileus. The patient eventually required surgery and lysis of adhesions (loa) which suggests the bowel issue thought to be an ileus progressed to an obstruction. Although the patient was readmitted on (B)(6) 2026 which is 31 days after the initial surgery, the onset of symptoms may have developed over time and into the study period. The onset and timing of symptoms which led to the readmission are not provided. The liver abscess occurred within the study period ((B)(6) 2025). Although the rectal area abscess occurrence was documented outside the study period ((B)(6) 2026), it was within a relatively short time from the prior intrabdominal abscess and may have been a continuation of the same infectious problem. There is no evidence any of these complications are related to the jura system. There is no evidence these complications were related to the jura procedure. There is no evidence these complications were due to the da vinci system. However, these complications (abscesses, ileus, and bowel obstruction) are potential issues after a low anterior resection regardless of modality (laparoscopic, robotic, or open) and therefore possibly related to the da vinci procedure." See MFR report number 2955842-2026-02645 for the bowel motility issue and MFR report number 2955842-2026-02406 for documentation of the liver abscess.

Event description:
A patient in a study underwent a da vinci-assisted low anterior resection with liver metastasis resection surgical procedure on (B)(6) 2025. On (B)(6) 2026, a computed tomography (CT) scan of the abdomen was performed for a persistent ileus. Findings included an unchanged fluid collection at the rectal stump. Four days later, a laparotomy with adhesiolysis of adherent terminal ileum to the rectal stump was performed, which was causing an obstructive point. An abscess at this site was drained. Two gentamicin-impregnated sponges were placed, and a pelvic drain was left in place. Other findings on the abdomen CT scan included a known ileus with persistent caliber change (for which the patient had been hospitalized since (B)(6) 2026, and filling of the post metastasectomy cavity in the liver following drain removal. The patient remains hospitalized. After the index procedure, discharge occurred five days after the index procedure; there was no report of a da vinci device malfunction during the procedure. The study investigator reported the event as moderate severity, a serious adverse event (requiring medical or surgical intervention), a clavien-dindo grade iiia, possibly related to the patient's underlying disease status, not related to the study procedure, not related to the jura system, not related to the da vinci system, and not related to a third-party device. The patient's prior health condition (liver metastasis) may be relevant to this event.